Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and inflammatory nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Rupture: breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Physician reported intra and extra capsular rupture of the device, discovered via ultrasound and MRI. Capsular contracture baker grade 4. Perspiration of the gel through the envelop. Granuloma. The device was explanted and replaced. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device was found to be underweight. A microscopic analysis was performed which identified more than three sharp crease openings, wear abrasion and stress marks. Based on the device analysis the final assessment is more than three sharp crease openings assessed as fold flaw openings.

Event description:
Physician reported intra and extra capsular rupture of the device, discovered via ultra sound and MRI. Capsular contracture baker grade 4. Perspiration of the gel through the envelop. Granuloma. The device was explanted and replaced. Right side.